Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the fiber optic cable and the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the fiber optic cable to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs nor reproduce the issue during in-house testing. Upon visual inspection, no issue was found that would relate to the complaint. The cable was installed onto a golden system where it ran 10 power cycles, and no recoverable faults were triggered. Based on these findings, failure analysis was not able to determine the root cause of the reported complaint. The usm with this event has been received, but the fa testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi to report that the staff complained about getting a few recoverable faults over the weekend. Tse reviewed the error logs and found a communication issue on arm 1. The procedure was completed with no reported injury.